Event description:
It was reported by the rep that the surgeon experienced leaking from (3) 5mm (35os) ports at the seal. The surgeon completed the case with the subject trocars. There was no consequence to pt.